Event description:
Reportedly, during incoming inspection at the distributor on 09 july 2019, the use before date (ubd) of the subject device was not the same on two different labels. Preliminary analysis of the returned device revealed that the ubd printed on the external box label is different from the ubd printed on the blister label and on the patient stickers.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Preliminary analysis of the device history records revealed that the reported issue was due to a user error during manufacturing process.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, the use before date (ubd) of the subject device was not the same on two different labels. Preliminary analysis of the returned device revealed that the ubd printed on the external box label is different from the ubd printed on the blister label and on the patient stickers.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on 09 july 2019, the use before date (ubd) of the subject device was not the same on two different labels. Preliminary analysis of the returned device revealed that the ubd printed on the external box label is different from the ubd printed on the blister label and on the patient stickers.